Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during valve deployment, due to calcium interaction, the commander delivery system balloon ruptured when fully inflated. The valve was 99% deployed and fully expanded. The commander ds was removed with the esheath as a whole unit. During removal, the contralateral pigtail catheter became wrapped and was subsequently drawn into the right iliac along with the commander system and the pigtail became kinked. The pigtail was successfully removed, then the commander and esheath were removed leaving a residual dissection top of femoral head which was stented with a non-edwards stent. The patient remained stable with no further complications and was transferred to recovery.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation performed. A device history record (DHR) review and lot history review was not performed because lot number information is unknown. Review of manufacturing mitigation is captured in an existing technical summary. No complaint history review was performed for failure balloon burst as an existing technical summary has been documented for root cause analysis on balloon burst during transcatheter heart valve (thv) deployment. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaints for general risk interventional device interacts with nonedwards device and withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through vasculature was unable to be confirmed, therefore a complaint history review is not required. The following instructions for use (IFU) and training manuals were reviewed; IFU for commander delivery system, device preparation training manual and device procedural training manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required. The complaints for failure balloon burst, withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through vasculature and general risk interventional device interacts with nonedwards device were unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. For event, failure balloon burst, an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone and the summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description, there was presence of calcification at the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. For event, general risk interventional device interacts with nonedwards device, withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through vasculature; as the balloon was burst, the altered balloon profile can be more susceptible to catch on the pigtail which would have then led to the experienced retrieval difficulty. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. An existing technical summary applies to this event therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required for event failure balloon burst. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified and no product nonconformance was confirmed, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.